Manufacturer narrative:
Analysis of 97755 serial# (B)(6) recharger found no anomalies were visually observed. Electrical failure: no device found. Scrapped due to failing bench test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their controller no longer would recharge their implanted neurostimulator. Patient said that every time they tried to charge, they would get a message that said unable to recharge (62) despite saying recharging excellent at the same time. Patient also said that when they pressed the white button on the top of the controller, it went down into the device. Patient took a screenshot of the exact message that was coming up when trying to charge yesterday. Patient mentioned that it took almost an hour to even start charging the implant because they had to charge the controller first before they could charge the implant. Patient stated they had always had trouble charging and thought it was related to the battery. The issue was not resolved through troubleshooting. A request was sent to the repair dep artment to replace the controller. Patient stated they go to a pain center, but still just only has a primary care doctor. Additional information was received from a patient (pt). They reported that pt called back, reporting receipt of the replacement controller but still unable to charge their implant (ins). Pt stated that the recharger head/paddle and the relay box attached to the cord became hot during charging attempts. Agent sent a repair request to replace the recharger. Pt also mentioned meeting with the manufacturing representative (rep) to change their program.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 9 7755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.